Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer powered cycled the system and this resolved the issue. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and the customer confirmed the issue did not return. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. An isi technical support engineer (tse) reviewed the system logs but did not find any associated errors.

Event description:
It was reported that during a da vinci-assisted gastric bypass revision procedure, there were four instances where instruments would not engage with the patient side cart (psc) universal surgical manipulator (usm) adapter. The intuitive surgical, inc. (Isi) clinical sales representative (csr) mentioned that no one was at the sterile field was touching any of the instruments, and that there was no tension on the drapes. The isi technical support engineer (tse) viewed system logs but did not find any associated errors. The csr verified that they converted to open surgery, but it was not solely due to the system issue. The csr would complete a hard reboot of the system after the case. The site proceeded with an open procedure. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.